Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("my pain is on the right"), headache ("headache"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog") and memory impairment ("memory issues"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and abdominal pain outcome was unknown and the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal and memory impairment had resolved. The reporter considered abdominal pain, arthralgia, feeling abnormal, fluid retention, headache, medical device removal, memory impairment, pain in extremity and vision blurred to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, abdominal pain, headaches, foot and joint pain, mind fog, memory issues, blurry vision, water retention. Most recent follow-up information incorporated above includes: on 22-oct-2018: social media content received. Events added: headaches, foot and joint pain, mind fog, memory issues, blurry vision and water retention. Reporter information was added. Outcome of events headaches, foot pain, joint pain, mind fog, memory issues, blurry vision and water retention were updated to recovered/ resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues") and post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain and post procedural contusion outcome was unknown and the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal and memory impairment had resolved. The reporter considered abdominal pain, arthralgia, feeling abnormal, fluid retention, headache, memory impairment, pain in extremity, post procedural contusion and vision blurred to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, abdominal pain, headaches, foot and joint pain, mind fog, memory issues, blurry vision, water retention, bruises. Most recent follow-up information incorporated above includes: on 21-jun-2019: social media received event " bruises" was added. Reporter information were added. Seriousness criteria for event "abdominal pain" was updated to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night") and tinnitus ("ringing in my right ear"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain, post procedural contusion, abdominal distension and tinnitus outcome was unknown and the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, feeling abnormal, fluid retention, headache, memory impairment, pain in extremity, post procedural contusion, tinnitus and vision blurred to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Removal date discrepancy: (B)(6) 2016. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, abdominal pain, headaches, foot and joint pain, mind fog, memory issues, blurry vision, water retention, bruises, abdominal distension, tinnitus, pain in extremity. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information updated. New events: some bloating at night, ringing in my right ear, foot pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1394) on 31-jan-2018. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right'), pelvic pain ('pain, pelvic pain') and salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube') in a 37-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy and multiparous. Previously administered products included for an unreported indication: depo shot. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and joint swelling ("joint swelling"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache/conatant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migranes/ headaches"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start"), suppressed lactation ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired") and dyspnoea ("breathing trouble") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (essure removal and hysterectomy (full), salpingectomy (bilateral removal of essure device)). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain and abdominal pain lower was resolving, the pelvic pain, salpingitis, post procedural contusion, abdominal distension, tinnitus, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, weight increased, plantar fasciitis, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, suppressed lactation, fatigue and dyspnoea outcome was unknown and the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fluid retention, headache, infection, joint swelling, memory impairment, menorrhagia, migraine, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, procedural pain, salpingitis, suppressed lactation, tinnitus, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Removal date discrepancy: (B)(6)2016, (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, abdominal pain, headaches, foot and joint pain, mind fog, memory issues, blurry vision, water retention, bruises, abdominal distension, tinnitus, pain in extremity, fibroid. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: this is a retention case and all the information from duplicate cases (B)(4) has been transferred to this retention case. Information from deletion case (B)(4): new reporters, reference section, patient demographics, product indication, insertion date, lot number, treatment drugs and medical history was transferred. New events- pelvic pain, salpingitis, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dental problems, dysmenorrhea (cramping), weight gain / loss specify which one: weight gain, plantar fasciitis, pain, llq abdominal pain, migranes/ headaches, memory loss, joint swelling, fibroid, adhesions and endometriosis added. Duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case (B)(4). New reporters were added from deletion case. Information from deletion case (B)(4): regulatory authority reporter, new events infection, procedural pain, suppressed lactation, fatigue and dyspnea, contact log, references added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 31-jan-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right'), pelvic pain ('pain, pelvic pain') and salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube') in a 37-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy and multiparous. Previously administered products included for an unreported indication: depo shot. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and joint swelling ("joint swelling"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache/conatant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migranes/ headaches"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start"), suppressed lactation ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired"), dyspnoea ("breathing trouble"), mood swings ("mood swings"), device dislocation ("the coils migrating"), hyperhidrosis ("sweating"), carpal tunnel syndrome ("carpal tunnel syndrome"), hypoaesthesia ("hands go numb"), uterine prolapse ("prolapsed uterus"), post procedural discomfort ("discomfort started days after procedure") and genital haemorrhage ("still have some bleeding at night") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy (full), salpingectomy (bilateral removal of essure device) and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and abdominal pain lower was resolving, the pelvic pain, salpingitis, post procedural contusion, abdominal distension, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, suppressed lactation, fatigue, dyspnoea, mood swings, device dislocation, hyperhidrosis, carpal tunnel syndrome, hypoaesthesia, uterine prolapse and post procedural discomfort outcome was unknown, the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal, memory impairment and plantar fasciitis had resolved and the tinnitus, weight increased and genital haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, carpal tunnel syndrome, device dislocation, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fluid retention, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, infection, joint swelling, memory impairment, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, post procedural discomfort, procedural pain, salpingitis, suppressed lactation, tinnitus, tooth disorder, uterine leiomyoma, uterine prolapse, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Removal date discrepancy: (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Lot number: 50502885 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event genital bleeding was added, outcome of the events, tinnitus and plantar fasciitis were updated. Fu 30 & 31 process together. On 23-mar-2020: social media received. Event "weight increase " outcome updated to not recovered/not resolved. Fu 30&31 process together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 31-jan-2018. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right'), pelvic pain ('pain, pelvic pain') and salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube') in a 37-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy and multiparous. Previously administered products included for an unreported indication: depo shot. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and joint swelling ("joint swelling"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache/conatant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migranes/ headaches"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start"), suppressed lactation ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired"), dyspnoea ("breathing trouble"), mood swings ("mood swings"), device dislocation ("the coils migrating") and hyperhidrosis ("sweating") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (essure removal and hysterectomy (full), salpingectomy (bilateral removal of essure device)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and abdominal pain lower was resolving, the pelvic pain, salpingitis, post procedural contusion, abdominal distension, tinnitus, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, weight increased, plantar fasciitis, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, suppressed lactation, fatigue, dyspnoea, mood swings, device dislocation and hyperhidrosis outcome was unknown and the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, device dislocation, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fluid retention, headache, hyperhidrosis, infection, joint swelling, memory impairment, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, procedural pain, salpingitis, suppressed lactation, tinnitus, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Removal date discrepancy: (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, abdominal pain, headaches, foot and joint pain, mind fog, memory issues, blurry vision, water retention, bruises, abdominal distension, tinnitus, pain in extremity, fibroid lot number: 50502885 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-feb-2020: fu 11 and 12 processed together. Quality safety evaluation of ptc. On 27-jan-2020: fu 11 and 12 processed together. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night") and tinnitus ("ringing in my right ear"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, post procedural contusion, abdominal distension and tinnitus outcome was unknown and the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, feeling abnormal, fluid retention, headache, memory impairment, pain in extremity, post procedural contusion, tinnitus and vision blurred to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4), removal date discrepancy: (B)(6) 2016 . Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, abdominal pain, headaches, foot and joint pain, mind fog, memory issues, blurry vision, water retention, bruises, abdominal distension, tinnitus, pain in extremity. Amendment: the report was amended for the following reason: all the information from deletion case (B)(4) was transferred to this case. New reporter and reference section was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4) and (B)(4)) on 31-jan-2018. The most recent information was received on 20-sep-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("my pain is on the right"), pelvic pain ("pain, pelvic pain") and salpingitis ("reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube") in a 37 year-old female patient who had essure inserted (lot no. 50502885) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gallbladder pain (felt like I's swallowed broken glass, and other times it felt like I's swallowed fire), gallbladder removal, multiparous, pregnancy, miscarriage and pregnancy loss. Previously administered products included: depo-provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, one day after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), salpingitis (seriousness criteria medically important and intervention required) and joint swelling ("joint swelling"). Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), persistent headache ("headache/conatant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), brain fog ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migranes/ headaches/chronic"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start/pain on my left side"), lactation insufficiency ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired"), dyspnoea ("breathing trouble"), mood swings ("mood swings"), device dislocation ("the coils migrating"), hyperhidrosis ("sweating"), carpal tunnel syndrome ("carpal tunnel syndrome"), hypoaesthesia ("hands go numb"), uterine prolapse ("prolapsed uterus"), post procedural discomfort ("discomfort started days after procedure"), genital haemorrhage ("still have some bleeding at night"), balance disorder ("balance problems"), postoperative pain ("my surgery was about that long but I didn't have that much pain"), paraesthesia ("tingling in the arms/hands and feet"), infrequent bowel movements ("bowel movement"), adverse event ("I still have issue after removal"), flatulence ("gas pain"), vertigo ("vertigo") and headache ("headache"), was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid") and underwent medical device removal ("removal"). The patient was treated with tylenol (paracetamol), motrin [ibuprofen] and percocet [oxycodone hydrochloride;paracetamol] as well as surgery (hysterectomy, hysterectomy (full), salpingectomy (bilateral removal of essure device) and ). At the time of the report, the abdominal pain and abdominal pain lower were resolving, the persistent headache, vision blurred, fluid retention, pain in extremity, arthralgia, brain fog, memory impairment and plantar fasciitis had resolved and the tinnitus, weight increased and genital haemorrhage had not resolved. The outcomes for pelvic pain, salpingitis, post procedural contusion, abdominal distension, vaginal haemorrhage, heavy menstrual bleeding, tooth disorder, dysmenorrhoea, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, lactation insufficiency, fatigue, dyspnoea, mood swings, device dislocation, hyperhidrosis, carpal tunnel syndrome, hypoaesthesia, uterine prolapse, post procedural discomfort, balance disorder and postoperative pain were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, amnesia, arthralgia, balance disorder, brain fog, carpal tunnel syndrome, device dislocation, dysmenorrhoea, dyspnoea, endometriosis, fatigue, flatulence, fluid retention, genital haemorrhage, persistent headache, headache, heavy menstrual bleeding, hyperhidrosis, hypoaesthesia, infection, infrequent bowel movements, joint swelling, lactation insufficiency, medical device removal, memory impairment, migraine, mood swings, pain in extremity, paraesthesia, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, post procedural discomfort, procedural pain, postoperative pain, salpingitis, tinnitus, tooth disorder, uterine leiomyoma, uterine prolapse, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure administration. The reporter commented: cross referenced with plaintiff case number: (B)(4). Removal date discrepancy: (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.308 kg/sqm. [Laparoscopy] on (B)(6) 2016: exploratory surgery. Lot number: 50502885. Manufacturing date: 2010-02. Expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 20-sep-2023: upon receiving a internal review, it was confirmed that (B)(4) and (B)(4) are duplicates of each other. All the information from deleted duplicate (B)(4) to transferred the retention (B)(4). E2b company number added. Event added- medical device removal, paranesthesia of limbs, infrequent bowel movements, adverse event nos, gas pain, vertigo, headache. Further company follow-up with the regulatory authority is not possible. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1394) on 31-jan-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right'), pelvic pain ('pain, pelvic pain') and salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube') in a 37-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy, multiparous, gallbladder removal and gallbladder pain (felt like I's swallowed broken glass, and other times it felt like I's swallowed fire). Previously administered products included for an unreported indication: depo shot. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and joint swelling ("joint swelling"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache/constant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migraines/ headaches/chronic"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start/pain on my left side"), suppressed lactation ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired"), dyspnoea ("breathing trouble"), mood swings ("mood swings"), device dislocation ("the coils migrating"), hyperhidrosis ("sweating"), carpal tunnel syndrome ("carpal tunnel syndrome"), hypoaesthesia ("hands go numb"), uterine prolapse ("prolapsed uterus"), post procedural discomfort ("discomfort started days after procedure"), genital haemorrhage ("still have some bleeding at night"), balance disorder ("balance problems") and postoperative pain ("my surgery was about that long but I didn't have that much pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy (full), salpingectomy (bilateral removal of essure device) and hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain and abdominal pain lower was resolving, the pelvic pain, salpingitis, post procedural contusion, abdominal distension, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, suppressed lactation, fatigue, dyspnoea, mood swings, device dislocation, hyperhidrosis, carpal tunnel syndrome, hypoaesthesia, uterine prolapse, post procedural discomfort, balance disorder and postoperative pain outcome was unknown, the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal, memory impairment and plantar fasciitis had resolved and the tinnitus, weight increased and genital haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, balance disorder, carpal tunnel syndrome, device dislocation, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fluid retention, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, infection, joint swelling, memory impairment, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, post procedural discomfort, procedural pain, salpingitis, suppressed lactation, tinnitus, tooth disorder, uterine leiomyoma, uterine prolapse, vaginal haemorrhage, vision blurred, weight increased and postoperative pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) removal date discrepancy: (B)(6)2016, (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Laparoscopy - on (B)(6)2016: exploratory surgery. Lot number: 50502885 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media received. New reporter added. Added new event post procedural pain. On 23-mar-2020: reporter added from social media a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1394) on (B)(6)2018. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right'), pelvic pain ('pain, pelvic pain') and salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube') in a 37-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy and multiparous. Previously administered products included for an unreported indication: depo shot. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and joint swelling ("joint swelling"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache/conatant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migranes/ headaches"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start"), suppressed lactation ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired"), dyspnoea ("breathing trouble"), mood swings ("mood swings"), device dislocation ("the coils migrating") and hyperhidrosis ("sweating") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (essure removal and hysterectomy (full), salpingectomy (bilateral removal of essure device)). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain and abdominal pain lower was resolving, the pelvic pain, salpingitis, post procedural contusion, abdominal distension, tinnitus, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, weight increased, plantar fasciitis, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, suppressed lactation, fatigue, dyspnoea, mood swings, device dislocation and hyperhidrosis outcome was unknown and the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, device dislocation, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fluid retention, headache, hyperhidrosis, infection, joint swelling, memory impairment, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, procedural pain, salpingitis, suppressed lactation, tinnitus, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Removal date discrepancy: (B)(6)2016, (B)(6)2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, abdominal pain, headaches, foot and joint pain, mind fog, memory issues, blurry vision, water retention, bruises, abdominal distension, tinnitus, pain in extremity, fibroid quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New event: device dislocation, mood swings, sweating were added. New reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 31-jan-2018. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right'), pelvic pain ('pain, pelvic pain') and salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube') in a 37-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy and multiparous. Previously administered products included for an unreported indication: depo shot. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and joint swelling ("joint swelling"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache/constant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migraines/ headaches"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start"), suppressed lactation ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired"), dyspnoea ("breathing trouble"), mood swings ("mood swings"), device dislocation ("the coils migrating"), hyperhidrosis ("sweating"), carpal tunnel syndrome ("carpal tunnel syndrome"), hypoaesthesia ("hands go numb") and uterine prolapse ("prolapsed uterus") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy (full), salpingectomy (bilateral removal of essure device) and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and abdominal pain lower was resolving, the pelvic pain, salpingitis, post procedural contusion, abdominal distension, tinnitus, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, weight increased, plantar fasciitis, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, suppressed lactation, fatigue, dyspnoea, mood swings, device dislocation, hyperhidrosis, carpal tunnel syndrome, hypoaesthesia and uterine prolapse outcome was unknown and the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, carpal tunnel syndrome, device dislocation, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fluid retention, headache, hyperhidrosis, hypoaesthesia, infection, joint swelling, memory impairment, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, procedural pain, salpingitis, suppressed lactation, tinnitus, tooth disorder, uterine leiomyoma, uterine prolapse, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Removal date discrepancy: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Lot number: 50502885, manufacturing date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: hands go numb, carpal tunnel syndrome were added. On 20-mar-2020: social media content received: reporter added. On 20-mar-2020: social media content received: reporter added. On 20-mar-2020: social media content received: reporter added. On 20-mar-2020: social media content received: reporter added. On 20-mar-2020: social media content received: reporter added. Event prolapsed uterus added. Fu 17, 18, 19, 20, 21, 22 were processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 31-jan-2018. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 31-jan-2018. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right'), pelvic pain ('pain, pelvic pain') and salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube') in a 37-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy and multiparous. Previously administered products included for an unreported indication: depo shot. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and joint swelling ("joint swelling"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache/conatant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migranes/ headaches"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start"), suppressed lactation ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired"), dyspnoea ("breathing trouble"), mood swings ("mood swings"), device dislocation ("the coils migrating"), hyperhidrosis ("sweating"), carpal tunnel syndrome ("carpal tunnel syndrome"), hypoaesthesia ("hands go numb"), uterine prolapse ("prolapsed uterus"), post procedural discomfort ("discomfort started days after procedure") and genital haemorrhage ("still have some bleeding at night") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy (full), salpingectomy (bilateral removal of essure device) and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and abdominal pain lower was resolving, the pelvic pain, salpingitis, post procedural contusion, abdominal distension, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, suppressed lactation, fatigue, dyspnoea, mood swings, device dislocation, hyperhidrosis, carpal tunnel syndrome, hypoaesthesia, uterine prolapse and post procedural discomfort outcome was unknown, the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal, memory impairment and plantar fasciitis had resolved and the tinnitus, weight increased and genital haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, carpal tunnel syndrome, device dislocation, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fluid retention, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, infection, joint swelling, memory impairment, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, post procedural discomfort, procedural pain, salpingitis, suppressed lactation, tinnitus, tooth disorder, uterine leiomyoma, uterine prolapse, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Removal date discrepancy: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Lot number: 50502885 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event genital bleeding was added, outcome of the events, tinnitus and plantar fasciitis were updated. Fu 30 & 31 process together on 23-mar-2020: social media received. Event "weight increase " outcome updated to not recovered/not resolved. Fu 30&31 process together. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right'), pelvic pain ('pain, pelvic pain') and salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube') in a 37-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy and multiparous. Previously administered products included for an unreported indication: depo shot. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and joint swelling ("joint swelling"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache/conatant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migranes/ headaches"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start"), suppressed lactation ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired"), dyspnoea ("breathing trouble"), mood swings ("mood swings"), device dislocation ("the coils migrating"), hyperhidrosis ("sweating"), carpal tunnel syndrome ("carpal tunnel syndrome"), hypoaesthesia ("hands go numb"), uterine prolapse ("prolapsed uterus"), post procedural discomfort ("discomfort started days after procedure") and genital haemorrhage ("still have some bleeding at night") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy (full), salpingectomy (bilateral removal of essure device) and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and abdominal pain lower was resolving, the pelvic pain, salpingitis, post procedural contusion, abdominal distension, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, suppressed lactation, fatigue, dyspnoea, mood swings, device dislocation, hyperhidrosis, carpal tunnel syndrome, hypoaesthesia, uterine prolapse and post procedural discomfort outcome was unknown, the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal, memory impairment and plantar fasciitis had resolved and the tinnitus, weight increased and genital haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, carpal tunnel syndrome, device dislocation, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fluid retention, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, infection, joint swelling, memory impairment, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, post procedural discomfort, procedural pain, salpingitis, suppressed lactation, tinnitus, tooth disorder, uterine leiomyoma, uterine prolapse, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) removal date discrepancy: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Lot number: 50502885 manufacturing date: 2010-02 expiration date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event genital bleeding was added, outcome of the events, tinnitus and plantar fasciitis were updated. Fu 30 & 31 process together. On 23-mar-2020: social media received. Event "weight increase " outcome updated to not recovered/not resolved. Fu 30&31 process together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 31-jan-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('my pain is on the right'), pelvic pain ('pain, pelvic pain') and salpingitis ('reproductive system disorder or condition type of disorder or condition: salpingitis, infection: left tube') in a 37-year-old female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy loss, miscarriage, pregnancy, multiparous, gallbladder removal and gallbladder pain (felt like I's swallowed broken glass, and other times it felt like I's swallowed fire). Previously administered products included for an unreported indication: depo shot. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and joint swelling ("joint swelling"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache/conatant headaches"), vision blurred ("blurry vision"), fluid retention ("water retention"), pain in extremity ("foot pain"), arthralgia ("joint pain"), feeling abnormal ("mind fog"), memory impairment ("memory issues"), post procedural contusion ("she had bruises after, where the instruments had been inserted to her abdomen"), abdominal distension ("some bloating at night, gastrointestinal or digestive system condition type: bloating"), tinnitus ("ringing in my right ear"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) right sided"), plantar fasciitis ("plantar fasciitis"), abdominal pain lower ("pain, llq abdominal pain"), migraine ("migranes/ headaches"), amnesia ("memory loss"), pelvic adhesions ("adhesions"), endometriosis ("endometriosis"), infection ("infection"), procedural pain ("started having pain from the start/pain on my left side"), suppressed lactation ("could no longer nurse her three month old, her milk had dried up"), fatigue ("constantly tired"), dyspnoea ("breathing trouble"), mood swings ("mood swings"), device dislocation ("the coils migrating"), hyperhidrosis ("sweating"), carpal tunnel syndrome ("carpal tunnel syndrome"), hypoaesthesia ("hands go numb"), uterine prolapse ("prolapsed uterus"), post procedural discomfort ("discomfort started days after procedure"), genital haemorrhage ("still have some bleeding at night") and balance disorder ("balance problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy (full), salpingectomy (bilateral removal of essure device) and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and abdominal pain lower was resolving, the pelvic pain, salpingitis, post procedural contusion, abdominal distension, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, migraine, amnesia, joint swelling, uterine leiomyoma, pelvic adhesions, endometriosis, infection, procedural pain, suppressed lactation, fatigue, dyspnoea, mood swings, device dislocation, hyperhidrosis, carpal tunnel syndrome, hypoaesthesia, uterine prolapse, post procedural discomfort and balance disorder outcome was unknown, the headache, vision blurred, fluid retention, pain in extremity, arthralgia, feeling abnormal, memory impairment and plantar fasciitis had resolved and the tinnitus, weight increased and genital haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, balance disorder, carpal tunnel syndrome, device dislocation, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fluid retention, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, infection, joint swelling, memory impairment, menorrhagia, migraine, mood swings, pain in extremity, pelvic adhesions, pelvic pain, plantar fasciitis, post procedural contusion, post procedural discomfort, procedural pain, salpingitis, suppressed lactation, tinnitus, tooth disorder, uterine leiomyoma, uterine prolapse, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Removal date discrepancy: (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Laparoscopy - on (B)(6) 2016: exploratory surgery. Lot number: 50502885 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event balance disorder added. On 23-mar-2020: social media received: new reporter was added. On 23-mar-2020: social media received: new reporter was added. On 23-mar-2020: social media received: medical history was amended. On 23-mar-2020: social media received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("my pain is on the right"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain and medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, abdominal pain" most recent follow-up information incorporated above includes: on 2-feb-2018: event "my pain is on the right" added from social media report. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.